Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 2, mfg report reference: 3006705815-2019-01498. It was reported that the patient experienced an abscess. The patient had a successful trial, however upon the trial removal the patient reported sweating, chills and redness present under the bandage. It was later reported that the patient went to the hospital on (B)(6) 2019 and was diagnosed with an abscess.

Event description:
Mfg report reference: 3006705815-2019-01498. Follow up information received that the issue has been resolved.

Event description:
Device 1 of 2, mfg report reference: 3006705815-2019-01498. Follow up information received regarding additional patient information. It was also reported that the patient was getting the abscess evacuated.